Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 7 years. Through follow-up with the healthcare provider, it was learned that the device was explanted due to prosthetic aortic valve stenosis. It was also noted that the device was calcified and fibrotic. Per the healthcare provider, there was no malfunction of the explanted valve. No other details provided.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted valve was not returned to edwards for analysis; therefore, the reported event could not be confirmed. Although the root cause of this event cannot be conclusively determined, it appears that the stenosis was likely caused by the calcification and fibrotic growth. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No other actions are possible with the available information.